Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, resulting in the pump functioning properly without a recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back if the issue recurred, which was acknowledged and understood.